Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with excessive collapse of the femoral head and neck due to previous fracture, causing trochanteric fixation nail advanced (tfna) helical blade to puncture through femoral head. Tfna nail, helical blade, and screw were removed successfully on (B)(6) 2016. Implant date of original surgery is unknown. Patient had a total hip implanted to follow the removal. There was reportedly no delay in surgery. This report is for one (1) unknown helical blade. This is report 1 of 1 for (B)(4).